Event description:
A customer reported that during a retinal procedure, there was a resistance when inserting the illuminated laser probe into the trocar. The procedure was completed with the same equipment. There was no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).